Event description:
It was reported there was a patient alert for the right atrial (ra) lead having low impedance with undersensing. The right ventricular (rv) lead had a high pacing threshold and oversensing. Also, the chest x-ray was suspicious of the leads having subclavian crush. The ra and rv leads were capped and the rv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.